Event description:
Procedure: lap right colectomy, lap bilateral salpingoophorectomy during colon reanastomosis, ethicon stapler fired but staple line failed. Anastomosis hand sewn, resulting in prolonged surgery time.